Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. Analysis revealed all conductors blood/body fluid were not obstructed. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Event description:
It was reported that during an implant attempt, there was trouble advancing the lead over the guidewire because it was very sticky and "gumming up". The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.